Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The locking ring disengaged and part of the poly had broken at the rim. The shell was reported to be poorly positioned and extremely anteverted. Surgeon removed the liner and shell and reimplanted a new shell.